Event description:
The suspect device was reading higher and the user, took amaryl as prescribed for glucose over 150 mg/dl. Pt's spouse called the emts because pt was incoherent. Emts checked pt's glucose and the reading was 44 mg/dl. Pt was given an IV and taken to the hosp. Controls were not used. The device was replaced and requested to be returned for evaluation.